Event description:
It was reported that 4 needles clogged while using bd micro-fine¿+ pen needles. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer purchased 98 insulin syringes from an online pharmacy, 28 syringes have been used and 4 of them are blocked.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. During further contact, it was found that customer did reuse needles.

Event description:
It was reported that 4 needles clogged while using bd micro-fine¿+ pen needles. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the customer purchased 98 insulin syringes from an online pharmacy, 28 syringes have been used and 4 of them are blocked.